Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device logs indicate the ilet was powered off on (B)(6) 2024 and remained off until (B)(6) 2024, suggesting the device was not in use during the reported event. As such, data from the reported timeframe of (B)(6) 2024 could not be reviewed. It was reported that the user did not have cgm sensors available and was unaware of the bg run mode feature, resulting in discontinued insulin delivery. No device malfunction was identified.

Event description:
On 19-aug-2024, a user reported that they were hospitalized for diabetic ketoacidosis (dka) beginning on (B)(6) 2024. The event occurred after the user ran out of dexcom sensors and did not activate bg run mode. The user experienced elevated blood glucose (bg) for several days and presented to the emergency room (ER) with chest pains. The user was admitted and treated with intravenous insulin. During hospitalization, the user received assistance reconnecting the ilet to the dexcom g7 sensor. The user was educated on bg run mode and planned to resume ilet use following discharge.